Event description:
On 3/10/1999, following a ptca and stent procedure, an angio-seal device was placed in the pt's right groin. The deployment was uneventful with apparent hemostasis obtained. The pt was transferred to the ward and 40 minutes post-placement the tension spring was removed and the suture cut. About 25 minutes later the pt's b/p dropped to the 40s. An additional bolus of IV fluids with 2 units of blood were infused and the pt was placed on a dopamine drip (dosage unk). The pt complained of tenderness to the right groin site and into her back on the right side. A retroperitoneal bleed was thought to have occurred due to a double wall stick. The pt was discharged the next day with no sequelae reported. As of 4/16/1999, there has been no further report to the MFR of complication or additional pt sequelae.